Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the investigation of the returned t-pal has shown that the knob at the end of the shaft is indeed completely broken off. It is possible that the broken part is stuck into applicator knob ((B)(4)). Please check if the part is remaining into the article. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only presume that the damage of the t-pal may have been caused due to high mechanical force which was applied during use. Visual inspection has shown a broken tip. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in august 2011 according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Initial reporter: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Manufacturing location: (B)(4), manufacturing date: 25.aug.2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the small ball at the tip of the trial broke off, no delay in surgery reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.